Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified issue. The physician opted to electively replace the pacemaker however no intervention was done to the rv lead. Patient status was not reported.